Event description:
During inspection of the loaner instruments returned from the customer, it was found that the tip of the awl cracked. We could not find which hosp used them.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.